Event description:
It was reported that there was debris embedded on the lens that wasn't able to be scratched off. So the lens had to be exchanged on spot within the same procedure. No other information is available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, but the best estimate date is during 2017. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d4: model number and lot number: unknown, information was requested but not provided. Section d4: catalog number: unknown, as the lot number was not provided. Section d4: expiration date: unknown, as the lot number was not provided. Section d4: unique identifier (UDI) number: unknown, as the lot number was not provided. Section h4: device manufacture date: unknown, as the lot number was not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.